Event description:
The manufacturer received information alleging the trilogy evo o2 device does not receive power even when it was connected to the outlet. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed that it did not recognize the ac power. The manufacturer¿s service technician confirmed and observed error code ac no usable in the device¿s event log. The manufacturer¿s service technician replaced the device's power supply to address this issue. Additional findings not related to the malfunction/issue dirt on the blower assembly and flow sensor. The manufacturer¿s service technician replaced the blower assembly and flow sensor to address this issue. The manufacturer¿s service technician proactively replaced the air inlet foam filter and particle filter on the device. After all parts were replaced, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operating properly, and it was cleaned.